Event description:
External pacing was administered to a pt diagnosed in third degree heart block. On three separate occasions, the pacing current allegedly dropped to 0ma for no apparent reason. A witness reported hearing an alarm, but was not sure what alarm message was displayed by the monitor. Each time, pacing current was immediately increased to continue pacing. The pt expired. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.